Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that issue began once he was already in hospital due to amputation on foot. Shortly after he experienced diabetes ketoacidosis and hospital took him off the pump because his blood glucose level kept climbing to 800 mg/dl. He tried changing the full system because he was not getting any alarms and did not know what else to do therefore he removed the cannula and found it was bent. The patient was hospitalized for 2 days and was still hospitalized at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.